Manufacturer narrative:
The insulin pump was received with an intermittent button response due to moisture damage on the keypad. There was no button error alarm found during the testing. The unit had a cracked case at the display window corner, a minor scratched lcd window, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer reported moisture exposure to the insulin pump. The customer's blood glucose level was 69 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.